Event description:
It was reported that three months post implant, the patient was hospitalized due to feeling uncomfortable and not being able to move his arm since the device was implanted. The device was repositioned under the pectoral muscle. The patient was discharged from the hospital and sent home. It was also reported that after device repositioning, the patient developed a hematoma. The patient was hospitalized and the hematoma was drained. Approximately two months after the hematoma was drained the patient developed an infection and the system was explanted. The patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.